Manufacturer narrative:
E1: (B)(6). Corrected h6. Device code investigation results: media review: a photo of product packaging and documentation were attached to the complaint record, but no evidence of the reported events was present within the attached photo. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of device exchange required [user preference issue (burr too small)] was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events are not a fault of the device as exchanging of the burr catheter is an anticipated part of the procedure and is documented within the device instruction for use (IFU) and no other device malfunctions were reported. It was considered likely that the reported events were attributable to other procedural factors.

Event description:
It was reported that the labelling was incorrect. The target lesion was located in the anterior descending branch. A 1.75mm rotablator rotalink plus was selected for coronary artery stent implantation. During procedure, it was found that the burr was too small. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable following the procedure.

Manufacturer narrative:
E1 initial reporter address: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the labelling was incorrect. The target lesion was located in the anterior descending branch. A 1.75mm rotablator rotalink plus was selected for coronary artery stent implantation. During procedure, it was found that the burr was too small. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable following the procedure.